Event description:
It was reported that a drill bit broke and the drill tip remained in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a drill bit broke and the drill tip remained in the patient.

Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken as complained. The device inspection revealed the following: the identification of the device drill bit axsos 3 ti locking, short, ø3.1 x 216mm is confirmed based on the lot number and the catalog number marked. The visual inspection has shown that in the front part of the drill bit, there are strong stress marks above the fracture visible. Microscope pictures shows lateral view of the fracture zone, the edge is at the fracture face deformed, which indicates a metallic contact in this area. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially by plateau on both sides of the fracture face. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much force had been applied . If more information is provided, the case will be reassessed.